Event description:
It was reported old blood was noted in the intra-aortic balloon pump and the pump alarm sounded 8/23/97. Surgical removal of the balloon catheter was scheduled due to the pt's severe vascular disease. Upon removal of the balloon catheter two days later on 8/25/97, the balloon detached from the shaft and remained in the pt's aorta. Removal of the balloon material was unsuccessful. The pt subsequently expired. No further details were available with regards to the circumstances surrounding this event. A portion of the device was received, evaluated and retained by this MFR. The balloon was detached and not returned for eval. Fragments of balloon material were noted in the area of the proximal bond. The catheter shaft contained permanent bends and wrinkles, consistent with forceful removal of the catheter. Scratches were also noted on the shaft, located near the point of balloon attachment. Without the entire device for eval the co cannot determine the exact cause for this event. The co was unable to obtain further info regarding this event. However, this balloon catheter was removed two days after noticing blood in the pump and the pump alarm sounding. This delay in removing the catheter from the aorta may have contributed to this event.